Event description:
The customer observed low light scatter parameter from a coulter lh 750 hematology analyzer. Attempts at troubleshooting was unsuccessful and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/23/2015. The fse replaced the scatter preamplifier and adjusted the gain which fixed the low scatter. The repairs were verified per established service procedures. (B)(6).